Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, episodes of noise and suspected damage was noted on the right ventricular (rv) lead. X-ray imaging did not confirm any lead damage. The rv lead was capped and replaced to resolve the event and the patient was stable.